Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to the manufacturer and investigated by product analysis on 07/20/2017 with the following findings: review of the black box data revealed multiple records of loss of prime with low non-zero force. On investigation, the pump was powered on normally and was exercised for 24 hours without any loss of prime occurring. Investigation did not duplicate the complaint. The force sensor was evaluated and found to be within the required specifications.